Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Medical product - unknown bi-metric collared stem. Therapy date - unknown. Medical product - unknown vision shell - biomet orthopedics. Therapy date - unknown. Medical product - unknown liner. Therapy date - unknown. Hughes r.e., batra a., hallstrom b.r. (2017) "arthroplasty registries around the world: valuable sources of hip implant revision risk data.", current reviews musculoskeletal medicine (2017) 10:240¿252, https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5435639/. The purpose of this paper is to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. -current information is insufficient to permit conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01080, 3002806535-2017-01082.

Event description:
It has been reported in a journal article that 365 bi-metric collared stem and vision cup revisions (uncemented implants) due to unknown reasons were performed. The data was obtained from the (B)(6) national joint registry for the past 10 years. Attempts have been made to retrieve additional information on the reported events, however no information has been made available.